Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their implant battery is shifting around and the implant battery is sitting on a nerve and they can hardly walk. Pt said that the issue started a while ago, probably 6 months ago and has just became worse. The patient was redirected to their healthcare provider to further address the issue. Pt said they were implanted in (B)(6) and they don't have a managing hcp in (B)(6). Patient services mailed physician listings to the pt and provided pt with medtronic website to find physician listings in their area.